Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the small plastic ring fell out into patient after instrument was inserted through the device. The small ring was recovered from the patient. There was no patient consequence.